Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Upon follow-up, computed tomography revealed an endoleak and sac growth. It was found to be a type 3b endoleak at the bifurcated and a type 3b endoleak at the overlap of the bifurcated and proximal extension. Patient is not symptomatic. Secondary has been scheduled.

Manufacturer narrative:
At the conclusion of the investigation, the clinical evaluation confirmed the reported event. Limited patient medical records were available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Devices remain implanted in the patient and were not returned, no evaluation completed. The root cause of the reported event is unknown. Devices were not returned for further evaluation and limited patient data was provided. Potential contributing factors to the reported event include off label use and patient anatomy.

Event description:
Patient had a secondary intervention on (B)(6) 2016. The physician implanted a bifurcated stent and two suprarenal aortic extensions. The physician confirmed during the procedure the patient had a type 3b endoleak and a type 1a endoleak. The patient is stable.